Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The localizer was not connected. The representative replaced the polaris spectra. The navigation system then passed the system checkout and was found to be fully functional. The polaris spectra was returned and analysis found no issues with the device.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site received a ¿localizer not connected¿ error when setting up and testing a loaner system that was received. The power chain was checked, and all the cables were re-sat with no resolution to the issue. They tried power cycling the polaris spectra system control unit (scu) and the left led next to the power button was flashing green for a period before it flashed amber. Ndi configuration toolbox was checked and neither the scu or positioning sensor unit (psu) was present. No patient involvement.